Event description:
Caller (customer is a child) reported her daughter was hospitalized as a result of receiving (unspecified) "ridiculous readings" on her adc blood glucose meter. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1451647) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.